Event description:
The device was received for service with the report "nurse states infusion pump was set at rate of 42.0 ml/hr and volume to be infused for 1076ml. Expect infusion to complete in 24 hours. Found infusion pump finished in 22 hours. Wrong volume/rate of medication was given to patient". The facility's nurse manager stated there was no patient injury or need for medical intervention. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding name of medication, concentration, age of patient, channel involved, or set up of the device.